Event description:
Complainant alleged that during the incoming inspection of the device, the technician was receiving an intermittent "defib disable" error message on the device screen. The complainant indicated that there was no pt involvement in the reported malfunction.